Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that the alarm was observed after taking a bath while wearing the pump but no physical damage to the pump was reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/21/2018 with the following findings: review of the black box data did not reveal any records of the alleged call service 088 alarm. Investigation was not able to adequately investigate the alleged malfunction further as the pump was received in a condition that made further investigation of the device impossible. No conclusion can be made at this time.